Manufacturer narrative:
H10: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The device was not returned for evaluation as it remained implanted after the valve-in-valve (viv) procedure, therefore customer report of degeneration/deterioration could not be confirmed by product evaluation. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. Pthe instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
H10: additional narrative. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 3300tfx21mm valve implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of eight (8) years and six (6) months due to valve degeneration leading to high gradients. As reported, the patient was showing high gradients on echocardiography (peak gradient 38mmhg) following work-up for knee surgery the previous year. Last year echocardiography was repeated and showed increased gradient at 65mmhg. The patient was experiencing shortness of breath (sob) and was listed for redo-procedure with tavi. A 23mm transcatheter valve was successfully implanted within the surgical device with good results. Patient was noted as to be doing well and planned to be discharged the following day.